Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified unspecified lesion. A 0.035 non-bsc guide wire was advanced to the target lesion. A 5.0-40, 80 wanda¿ balloon catheter was selected to dilate the lesion. During the first inflation, it was noted that the balloon ruptured and failed to dilate the lesion. The balloon was completely removed from the patient's body. The lesion was dilated with a 4-40/5/80 wanda balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.